Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional information stated, the patient¿s battery died about 3 weeks ago. It was stated the manufacturer representative was able to program around the ¿messed up contacts¿ and the patient regained good therapy.

Event description:
The patient experienced a loss of therapeutic effect with the stimulation turned on that began around (B)(6) 2012. She would have to increase the amplitude to maintain adequate coverage. About two weeks ago she noticed that she no longer was able to feel any stimulation. She was at 9.5-9.6v today at her appointment. With 0 as reference, all the bipolar pair impedanceswere greater than 10,000 ohms. When changing reference to electrode 1 and 4; 0, 1, 2 and 3 were consistently greater than 10,000ohms but others were normal. The device was going to be reprogrammed around the bad electrodes to try to recover therapy. Additional information has been requested.